Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer¿s blood glucose level was 585mg/dl at the time of incident. The customer states there manual bolus stopped working. The customer was assisted with trouble shooting. The customer was advised to monitor pump. The insulin pump is not being replaced and is not expected to return for analysis.